Event description:
It was reported the patient felt so bad after initial implant, didn't care if lived or died. Patient indicated for 4 years patient and physician unable to determine cause/understood new battery was needed and device was replaced next day. Patient questioned what happened with pacemaker, physician reported put in the wrong pacemaker/had too many bells and whistles, "your heart didn't need" all the therapies pacemaker had and patient suffered from it and may suffer rest of life. Patient indicated not feeling as bad as used to, may be age, medication, feeling tired/sleepy. Patient changed physicians 6 times last year and had 2 near death experiences. Patient had severe headache, transported to hospital via ambulance to memorial hospital/(B)(6), transferred to memorial hospital/(B)(6) and understood vein in brain had been leaking. Patient also reported dizzy spell, believes was in shock, felt imprint of hand on back/voice directed patient to call 911, directed what to say and remembers nothing more, patient understood had e-coli/sepsis/septicemia. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found normal battery depletion. Concomitant products: product ID: 4068-45, lead. (B)(4).